Event description:
The customer contact reported that during preventive maintenance testing at the user facility the pump did not deliver. During testing, the customer contact indicated that the pump could be programmed without the vial seated into the injector and when the delivery was started the pump incremented the amount delivered "without the vial plunger still not even touching but floating above the injector." There were no report of any adverse patient events and no reported delay in critical therapies while the device was in clinical use. Though requested, additional information was not provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).